Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other/ postlaminectomy pain. It was reported that the patient had not been recharging the ins that much because it had been shocking/ "zapping" which made her toes curl and was uncomfortable. Patient stated they have discussed removing ins. Patient stated she went to charge on the 16th or the 23rd and she got an intense shock. Patient stated after she got the shock she stopped charging. The patient called back with the ins charged and walked through MRI mode. Patient stated the "surge of electricity" only occurred when the battery had some battery left. The patient stated if the ins was completely dead she could start a charging session without feeling the electrical impulse. Patient stated it lasted 30 minutes. Patient reported she was going to keep the ins in MRI mode until appointment. Patient reported the electrical impulse happened again today as well as during the call when she hit sync when going into MRI mode. Patient stated the sensation during the call was "not as bad" but she was "still tingling" from the worse sensation earlier today. No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made; an addition code was applied to reflect the most accurate information. If information is provided in the future, a supplemental report will be issued.